Event description:
Revision surgery - the cup turned, causing the patient to dislocate. The surgeon removed the djo shell and insert; replaced with smith and nephew implants.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 9.9 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.